Event description:
It was reported that this insertable cardiac monitor (icm) was explanted due to the patient was experiencing pain. The icm was not replaced. No additional adverse patient effects were reported. The product was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Upon receipt at our post market quality assurance laboratory, the complete insertable cardiac monitor (icm) was confirmed to have been returned for analysis. Visual inspection noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations. Pain is a known risk associated with the implant. Analysis of the returned product is not able to provide relevant information for the pain-related allegations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted due to the patient was experiencing pain. The icm was not replaced. No additional adverse patient effects were reported. The product was returned for analysis.